Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pouch broke while inside the pt. Corrective action taken relevant to the care of the pt. The pt is currently doing fine.